Event description:
It was reported to boston scientific corporation that an autotome rx 49 was attempted to be used in a procedure performed on (B)(6) 2025. During the procedure, it was reported that after the device entered the patient, the autotome rx 49 did bow correctly but would not release the bow. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of wire was unable to release the bow.

Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of wire was unable to release the bow. Block h11: (investigation result) the returned autotome rx 49 was analyzed, and a visual evaluation noted that the working length was twisted. Functional evaluation revealed that device was able to bow and unbow inside and outside of the scope however, the unbowing was not smooth because the working length was twisted. No other problems with the device were noted. The reported event of the device would not release the bow was confirmed. Upon analysis, it was found that the working length was twisted. The problem could have been generated after multiple attempts to rotate handle of the device or during the introduction of the device into the scope. The twisted working length limits the overall performance of the device making the wire difficult to unbow. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was attempted to be used in a procedure performed on (B)(6) 2025. During the procedure, it was reported that after the device entered the patient, the autotome rx 49 did bow correctly but would not release the bow. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.